Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for intraprocedural paravalvular leak - between dock and anatomy was confirmed based on empirical evidence of this known event type. Available information suggests that patient factors contributed to the event due to the reported large com-com, p2 flail, p1 prolapse, and previously existing clip at a2/p2. Therefore, the most likely cause of this event is due to event caused by patient factors. Based on the available information from the event description and engineering investigation, the root cause is likely due to patient factors. Potential patient factors such as large commissure to commissure distance and/or pre-existing commissural health conditions, such as leaflet cleft, perforation, prolapse, flail, and/or mac, may have influenced pvl outcome. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there was severe residual pvl at p3 post procedure and 2 plugs were inserted. Patient was stable post procedure, and pvl remained at severe at p3 post plugging.